Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 50 mg/dl. Reportedly, the pump time and date were inaccurate. The customer was unsure of how the time and date became inaccurate. Customer addressed low bg levels with carbohydrates. At the time of the report, customer's bg level was 116. Tandem technical support guided the customer through adjusting the pump time and date.